Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with blank display due to moisture damage on the electronic assembly. Unable to verify no button response due to the blank display. The device was received with minor scratched display window, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
Customer reports to have experienced button not responding and a blank screen. Customer's blood glucose was 126 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further info provided.